Event description:
Respiratory therapist attempted to place patient on an intermediate flow nasal cannula (12 lpm). Patient desaturated to 77% spo2. Rt placed patient back on hfnc at 50%o2. Examination of nasal cannula humidifier revealed a manufacturing defect in which there is no hole present in what is supposed to be the o2 flow outlet. Further investigation discovered several other units from the same lot with the same problem.